Event description:
It was reported that the patient experienced a return of pain in the thoracic area. Impedances on electrodes 0-3 were high, greater than 3600 ohms. It was also indicated that there were low impedances on one of the extensions. Impedances were tested on the lead directly after the patient was opened up and impedances were fine. The decision was made to replace both extensions since the extensions were short. The implantable neurostimulator (ins) was replaced because it was "nearing depletion".

Manufacturer narrative:
Product ID: 3708340, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2013, product type: extension. Product ID: 3708340, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2013, product type: extension. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer. Patient product ID: 3998, lot# j0519307v, implanted: (B)(6) 2005, product type: lead. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Concomitant products: product ID 3708340, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2013, product type extension; product ID 3708340, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2013, product type extension; product ID 37742, serial# (B)(4), implanted: (B)(6) 2006, product type programmer, patient; product ID 3998, lot# j0519307v, implanted: (B)(6) 2005, product type lead. Analysis of the extension (extension 3708340 4x8, serial #(B)(4)) found no anomalies. There was a cosmetic depression on outer insulation on the molded rubber of the transition area. Analysis of the extension (extension 3708340 4x8, serial (B)(4)) found its conductor broken within 10 cm of the connector area. #0 conductor was broken 2.8 cm from the proximal end. Conductor break was outside of the ins (implantable neurostimulator) connection (up to 10 cm/transition measured from proximal end). There was a cosmetic depression on outer insulation on the molded rubber of the transition area. #0 circuit was open. #1 and #3 circuits had acceptable continuity. There were no shorts between circuits. Analysis of the ins (stimulator 37711 imp, serial (B)(4)) found no anomaly. Functional test failed due to dirty connector port. The port was cleared prior to re-test and the test was passed. Connector module was scratched, setscrew #8 was backed out too far. Shield/can was scratched. No recharge issues were observed. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.